Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak on the cassette after ending their pd treatment. The patient reported receiving a drain complication encountered. Please check patient line (pl) and drain line (dl) message during treatment. Fluid was not discovered in the pump module area or on the external of the cassette. About a cup of fluid was dripping out of the cassette after being removed from the cycler. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient contact was advised to reset up with all new supplies for next treatment on cycler. It was reported that an alternate treatment option was available. Upon follow up, the patient contact could not confirm the phase that the leak occurred, however fluid was also found inside the cycler door when removing the cassette after treatment. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient was able to complete peritoneal dialysis treatment using the cycler. The patient contact confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient contact confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak on the cassette after ending their pd treatment. The patient reported receiving a drain complication encountered. Please check patient line (pl) and drain line (dl) message during treatment. Fluid was not discovered in the pump module area or on the external of the cassette. About a cup of fluid was dripping out of the cassette after being removed from the cycler. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient contact was advised to reset up with all new supplies for next treatment on cycler. It was reported that an alternate treatment option was available. Upon follow up, the patient contact could not confirm the phase that the leak occurred, however fluid was also found inside the cycler door when removing the cassette after treatment. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient was able to complete peritoneal dialysis treatment using the cycler. The patient contact confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient contact confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.